Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error alarm from the insulin pump. The customer stated that the numbers are scrolling.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.